Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error in the middle of the night. When she woke up, the blood glucose reading was 425 mg/dl. The customer treated with a manual injection. The drive support cap appeared normal. The insulin pump passed the displacement test and the manual prime was successful without a recurrence of the alarm. The insulin pump was not returned or replaced.